Event description:
It was reported that an infusion was changed from our standard concentration to a maximum concentration infusion, however the pump was not updated to reflect the new concentration (new bag hung under standard concentration). When the customer tested this scenario, they indicated it was difficult to tell from the pump that they did not have the correct concentration selected because it was not displayed on the screen or the scrolling marquee. The customer indicated there was a character limitation that they had not added additional labelling to the drug identification. Although requested, no additional information was provided. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, b, c, d codes and manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had a situation recently where an infusion was changed from our standard conc to a max conc infusion, but the pump wasn¿t updated (new bag hung under std conc.). When they were testing this scenario, they realized it is really hard to tell from the pump that they did not have the correct concentration selected because it didn't display on the screen or any of the scrolling information. They did not think they have the characters to add this to our med names and hate to build in extra therapy clicks as those have been problematic for us in the past. And they are asking us that do us have any other strategies to be helpful to support correct pump programming/detectability of meds where they may have a std and maximum concentration that they can switch between as the patient requires more/less drug?. There was patient involvement, however outcome is unknown.